Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor rate error. No other information provided.

Manufacturer narrative:
Corrected: d3 - mfg establishment name and g1 - contact office establishment name no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
D3: mfg establishment name; (B)(4). D9: date returned to mfg; skip to navigationskip to main content. Trackwise digital complaints. Complaint (B)(4). Tabs related details product information record workflow status: evaluation in progress in current state: 79 day(s) initiating entity lsm record type serialized complaint opened date (B)(6) 2025 related inquiry complaint opened by ICU integration complaint assigned to poulami mishra complaint closed date (B)(6) 2025 4:23 pm media email complaint closed by (B)(6). Registration site gcm us complaint re-opened date (B)(6) 2025 12:15 pm service request originator (B)(6) complaint re-opened by (B)(6) service request number (B)(4) complaint voided date reporting decision reportable complaint voided by srr complete no void reason coding complete yes interaction number (B)(4) region united states customer number (B)(6) sales rep name facility name (B)(6) sales rep phone facility address (B)(6) hospital (B)(6) sales rep email facility country us reporter prefix ms reporter facility name (B)(6) reporter name (B)(6) reporter address 1 (B)(6) reporter title biomedical engineering reporter address 2 reporter occupation other health care professional reporter city (B)(6) reporter department reporter state (B)(6) reporter email (B)(6) reporter postal code (B)(6) reporter phone number (B)(6) reporter country united states preferred method of contact is this the contact for more info? Yes if no, who is the contact person? Event description motor rate error (b2011743) no other information provided ref:(B)(4) ICU medical aware date 3/11/2025 did the event occur during patient use? No gcm aware date 3/17/2025 was anyone harmed as a result of event? No number of incidents/occurrences 1 describe the harm short event description motor rate error (b2011743) year of event unknown experience code 1 a0320 - motor rate error (mre) month of event unknown experience code 2 day of event unknown experience code 3 time of event experience code 4 status of the product at time of event during testing experience code 5 if other, please explain experience code family syringe infusion pumps pre investigation hazard code 1 device inaccuracy post investigation hazard code 1 device inaccuracy pre investigation hazard code 2 post investigation hazard code 2 pre investigation hazard code 3 post investigation hazard code 3 pre investigation hazard code 4 post investigation hazard code 4 pre investigation hazard code 5 post investigation hazard code 5 precedent event no hazard analysis code patient effect code 1 2692 patient effect code 2 patient effect code 3 item number 4000-0106-01 is product available for evaluation? Yes software version 97-0496-010605-01 if yes, who has the product? (B)(6) hardware version if no, provide reason serial number (B)(6) investigation required? Yes manufacturing date 7/15/2019 reason for no investigation required manufacturing location (B)(6) if other, provide reason registered site assigned investigation site (B)(6) hibc primary UDI number serialized (B)(4) product description pump, medfusion 4000, v1.6 1/ea test instructions third party manufacturer (tpm) tpm notification completed date tpm notes tpm notification completed by tpm recipient medications involved in the event other ICU medical products involved other non-ICU medical products involved po# shipping priority shipping instructions carrier product return attempt 1 completed tracking number attempt 1 contact name (B)(6) device action ro attempt 1 completed by (B)(6) reported oobf no attempt 1 completed date (B)(6) 2025 reported physical damage no attempt 1 comment (B)(6) service center supplied emily feuerstein with RMA number on (B)(6) 2025. (B)(6) (B)(6) 2025 ai no further additional information follow up is required for this complaint. (B)(6) 2025 product received date 7/9/2025 device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause is due to the bad clutch parts. The left and right clutch, clutch spring, worm gear, worm coupling, and motor were replaced.